Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high pacing impedance. Undefined high superior vena cava (svc) impedance, undefined high defibrillation impedance, and elevated sensing integrity counter (sic) were also observed. It was further reported that the right atrial (ra) lead triggered an alert for undefined high pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.